Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 900 mg/dl. It was stated that the customer was treated with manual injections. It was stated that the customer changed the infusion set to resolve the issue. It was stated that the insulin pump is not available to troubleshoot at the time of call. No further info was provided.